Event description:
Avaulta plus anterior biosynthetic support system (prod # 486101). Avaulta plus posterior biosynthetic support system (prod # 486201). Surgery in 2007, had bleeding problems until dr at hospital finally went back in and did surgery the following year. She only told my husband she had to snip off a piece of the mesh and closed me up. I have had problems ever since with the recurrence of prolapse and incontinence. I since got the report on the second surgery and found that she did repairs as follows. Found dehiscence of the anterior vaginal wall mucosa. Area of exposed graft which she excised, with 3 small areas of heaped up granulation tissue - 2 on left side of the midline and 1 on right side. Areas of granulation tissue appear to be over portions of the vaginal mucosa where it was thin. Manual expression over the areas produced a bloody like drainage. The vaginal mucosa was already separated, therefore, a combination of blunt and sharp dissection was carried out under the vaginal mucose to further dissect it. Areas of exposed graft were excised. Attention was then turned to the posterior vaginal wall. Two areas of granulation tissue to the left of the midline. The two areas of granulation issue to the left of the midline were probed and were connected by way of a submucosal tunnel. An incision was made connecting both of the tracts. A combination of blunt and sharp dissection was then carried out under mucosa to raise a flap and the graft underneath was excised. The portion of the graft, which tunneled through the left ischial rectal fossa, was also removed because there was some palpable induration in the subcutaneous tissues along the tract. The area of granulation tissue to the right of the midline was explored in the same manner. The edges of the vaginal mucosa were trimmed and the graft under the mucosa was excised.